Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a transpac¿ IV monitoring kit, disposable transducer, 3ml squeeze flush device, macrodrip where the reporter stated that when the product was out of the package, the metal wire of cable connector poked out, there was no signal received. There was no patient involvement and no patient harm.